Manufacturer narrative:
Concomitant medical products: unknown head, unknown shell, unknown liner, unknown zmr calcar bodies. Reported event was confirmed based on the x-rays provided. X-ray review, the root cause of the stem fracture is likely inadequate bone support. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. The root cause was determined to be lack of proximal bone support. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information is available to report at this time.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown head, unknown; unknown liner, unknown; unknown shell, unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient's right hip was revised due to implant fracture. Attempts have been made and additional information on the reported event is unavailable.